Event description:
Pt came to or on the event date, for open reduction and internal fixation procedure of the r elbow. The pt had sustained a communited fracture of the proximal radium involving the head and neck according to x-ray. Both screws and pins were used during the procedure by the surgeon. During the procedure the tip of the drill bit broke off and became lodged deep in the bone. The surgeon determined that he could not safely remove the drill bit without causing more damage so the drill bit was left in the pt. The following month, the pt returned to the or for retrieval of the fb. The second surgeon (2008) took the fb with him. It was not retained by the hosp or sent to pathology. The following acumed products were used; screw cort. S/t 2.7 (2), acumed modular hand system, acumed mcp fusion set. [Submitted by hosp]